Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a decreased monitoring voltage of 2.67 and an increased charge time of 14 seconds. Premature battery depletion was alleged. There were no adverse patient effects reported.